Manufacturer narrative:
Expiration date = ni.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70, serial #: (B)(4), description: ni.

Event description:
A report was received that the patient would undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient would undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that there was no further information and no next course of action.

Event description:
A report was received that the patient would undergo an explant procedure for an unknown reason.